Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on one lead. Reprogramming was unsuccessful. To address the issue, the physician explanted and replaced the lead, which resolved the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Per 56-0258, no checklist was initiated as the complaint can be confirmed through visual inspection.